Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with heavy tortuosity. Pre-dilatation was performed with an unspecified balloon. The 3.5 x 12 mm xience xpedition was advanced; however it failed to cross an unspecified previously implanted non-abbott stent. It was retracted without any resistance noted. After retraction, it was noted that the stent implant had dislodged in the rotating hemostatic valve (rhv). No intervention was required, as the dislodged stent was retracted with the rhv. No adverse patient effects were reported. Several non-abbott stents were attempted, however they also failed to cross. The patient was sent to bypass for treatment of the lesion, as no stents were able to cross. There was no clinically significant delay of procedure reported. No additional information was provided.